Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had received multiple unexpected restart. A cold reset was performed. Customer¿s blood glucose level was unknown. The customer also received different pump error but was able to clear the alarm. Self test passed. Troubleshooting was performed. The insulin pump will be returned for analysis.